Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Additional information was requested and received. (B)(4).

Event description:
A customer reported that deviation of the lens power occurred following an intraocular lens (iol) implant procedure. Therefore the lens was removed and replaced in a second procedure. Additional information was provided by the surgeon that the patient reported difficulty seeing following the initial implant procedure.

Manufacturer narrative:
Product evaluation: an unidentified damaged lens was returned with solution. Upon return, the optic was observed torn/cut into pieces with additional optic and haptic damage. The lens material is soft similar to multipiece lens material. The optic edges are clear. A dimensional inspection of the torn lens portions show that the unidentified lens appears to be representative of the multipiece family. The clear edges are also consistent with the multipiece lens model. The multipiece lens model is an obsolete lens model as of 11/02/2010 and is no longer manufactured. The type of weld observed for the haptics in this older model lens is an anchor weld (commonly referred as a ¿t¿ weld). The ¿t¿ weld style is an obsolete welding style no longer performed in the manufacturing facility. The current style of haptic attach (welding) used in manufacturing began 03/05/1998 and is referred to as "anchorless" haptic attach. While it is not possible to verify the expiration date of this lens without a lot number, the presence of the obsolete anchor weld (commonly referred to as a ¿t¿ weld) makes it reasonable to believe that the lens date of implant would have been approximately 2003 or earlier. However, we cannot confirm the date of implant by the customer without product lot information. A lens bench test was attempted with the damaged portions of lens. Conclusive focal length/resolution measurements could not be obtained because of the extensive optic damage. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Associated products are also unknown. No further information has been provided. The root cause cannot be determined based on information available. Information in the translated questionnaire indicated possible lens power error or examination error. The translated questionnaire also lists comment of ¿there are some root causes such as original problem of patient¿s eyes, dysfunction of the machine and so on¿. The lens was returned and evaluated. Optic was in pieces with additional damaged areas. Lens appears to be an obsolete model of a multipiece lens model. Conclusive focal length/resolution measurements could not be obtained because of the extensive damage to the optic. Neither the lens model nor diopter information was provided by the customer. It is not possible to confirm the diopter of the damaged returned lens without a lot number reference. No further clarifying information has been provided. (B)(4).